Event description:
It was reported to philips healthcare that the heartstart mrx failed opcheck at charge button with red x and service message. There was no pt involvement.

Manufacturer narrative:
(B)(4), a follow up report will be submitted upon completion of the investigation.